Manufacturer narrative:
Pump received with unexpected battery power loss anomaly due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to power loss anomaly. Pump received with broken battery tube threads, broken belt clip slot, cracked case display window corner and missing end cap sticker. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display and battery cap had crack and also insulin pump had low battery alert. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.